Manufacturer narrative:
Additional code hwc. Surgical/ medical intervention; revision surgery. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.013.046; lot number: h853784; part manufacturing date: march 15, 2019; manufacturing site: (B)(4); part expiration date: n/a; nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot: h853784 of ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot: 6622481 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent removal of nail due to nonunion and delayed healing. All hardware was intact. Patient was revised to a plate. It was noted that patient had poor bone quality and fracture pattern. Procedure was successfully completed with no surgical delay. No patient consequence. This is report 3 of 6 for (B)(4).